Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided; the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's injury was the result of inadvertent vessel perforation. Cardiac perforation and cardiac tamponade are identified in the labeling as possible adverse events/complications. Manufacturer's reference #: (B)(4).

Event description:
A 66-year-old male underwent a thrombectomy with the inari flowtriever system to address their pulmonary embolism. The majority of clot was successfully removed when the physician used the triever20 curve (t20c) through the triever24 (t24) to do a final walk back. The t24 was positioned in the left pulmonary artery (lpa) with the tip just before the curve of the lpa. The t20c cavitated on the final pull and was pulled back into the t24. As the t20c reached the inferior vena cava, the t24 was now over the "hump" of the lpa. The t24 was pulled back into the main pulmonary artery and imaging was performed. No perforation or extravasation was observed but the patient's heart rate jumped up to 122. This was followed by a fluctuation in blood pressure. A computed tomography angiography was performed which revealed a hemopericardium. A drain was placed where 850 cc of blood was removed but blood was still collecting in the heart. A tamponade was performed, and the patient was transferred to a sister facility. The patient was last reported to be stable and doing okay.